Event description:
Patient representative reporting that the patient started feeling pulling, stinging and a "bubbling sensation" in the breast. This indicates a late seroma. "Further diagnostics will show whether a corresponding lymphoma has already developed." This relates to the left device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient representative reported that the patient started feeling pulling, stinging and a "bubbling sensation" in the breast. This indicates a late seroma. Anxiety regarding the product was noted. This relates to the left device. The explanting physician subsequently confirmed capsular contracture, baker grade unknown, confirmed by ultrasound. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported, that the patient started feeling pulling, stinging and a "bubbling sensation" in the breast. This indicates, a late seroma. Anxiety regarding the product was noted. This relates to the left device. The explanting physician subsequently, confirmed capsular contracture, baker grade unknown. Confirmed by ultrasound. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Visibility/ palpability: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient representative reported that the patient started feeling pulling, stinging and a "bubbling sensation" in the breast. This indicates a late seroma. Anxiety regarding the product was noted. This relates to the left device. The explanting physician subsequently confirmed capsular contracture, baker grade unknown, confirmed by ultrasound. The device has been explanted and replaced with a non-allergan implant.